Event description:
Nurse called to report a button error alarm. Customer has had surgery at the hospital. Customer's blood glucose is low, the nurse is unable to provide the exact blood glucose reading. The nurse stated that the customer was hypoglycemic. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump received with cracked battery tube threads.